Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was freezing for 30 seconds, and the buttons were not working. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for a frozen display. Buttons were not responsive and time clock did not advance. Replaced battery but buttons remained unresponsive. Troubleshooting was performed for a keypad anomaly. Pump screen was scrolling without input from user and pump had not been exposed to altitude change. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed selftest. The p-cap locks properly into the reservoir compartment. No frozen screen anomaly during testing. All buttons functioned properly during testing, the j1 connector on pcba 1 was locked properly. The pump was cut open and found no moisture damage on the keypad assembly. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, cracked keypad overlay buttons (select), stained keypad overlay buttons, and scratched case. Frozen screen with the buttons not working was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.